Event description:
It was reported that a participant experienced a severe low blood glucose event during sleep, with the cause unclear and no alerts or alarms reported from the device. Symptoms included hypoglycemia. Outcomes included transient functional impairment requiring assistance. Investigation included outreach to obtain additional information from the participant and a review of available device-use context. Investigation of this case revealed no reported device alarms or malfunctions and no confirmed device component issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.